Manufacturer narrative:
As received, a complete lead was returned in one piece with all tines intact measuring 58.2cm. The damage found was sustained during the surgical procedure. Analysis was normal. No anomalies were found.

Event description:
It was reported that patient presented for procedure. During implant, the physician failed to place the right ventricular(rv) lead on the right ventricle. A new lead was used to complete the procedure. The patient was stable.